Manufacturer narrative:
(B)(4) . The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cassette leaked. The patient was connected at the time of the event. This occurred during fill four of six of peritoneal dialysis therapy. The leak was at the connection between the cassette and bag. The technical service representative assisted with ending therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation is complete. Visual inspection was performed with the naked eye and no issues were noted. Functional testing including leak testing, clear passage test, clamp function test, and device to device interaction testing (sample connected to an in-lab home choice set) was performed. All functional testing performed was acceptable. The product met specifications. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.